Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and confirmed that errors were caused by the fiber cable connection. The issue was resolved by the system hard cycle and reseating fiber cables. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: the customer elected to convert to laparoscopic surgery after the start of the procedure due to non-recoverable errors, although the errors were cleared and the system was in an optimal state. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Blank MDR field information: follow-up was attempted, but the patient information for blank fields in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, recoverable faults followed by a non-recoverable fault were noted. System logs confirmed errors were caused by fiber cable connections. The customer reported that they had powered off the system and reseated cables and the system powered up without errors. The surgeon opted to convert to laparoscopic procedure prior to calling into technical support until the cause of the errors was determined. A review of the system's logs was performed by an intuitive surgical, inc. (Isi) technical support engineer (tse) which confirmed no other failures. The system was planned to be used in the next procedure. The customer proceeded with the case laparoscopically. Isi followed up with the initial reporter and obtained the following additional information: the laparoscopic procedure was completed with no injury to the patient. There was no further information available.